Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was squirting insulin during priming. Customer stated that the insulin pump had random no delivery alerts. Customer reported that the screen of the insulin had scratched and buttons of the insulin pump were sticking and harder to press. Customer also reported that the insulin pump had rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage moisture damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Device primed properly. No excessive no delivery or occlusion alarm noted. No unexpected failed battery alarm anomalies noted. Device received with minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).